Manufacturer narrative:
On august 17, 2023, the mentor analysis lab received the suspect medical device for evaluation. On august 18, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view extending to the anterior view measuring approximately 6.0 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 250cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants and baker grade ii capsular contracture of the right breast using an undisclosed imaging method. As a result, the patient underwent bilateral removal and replacement with 270cc mentor memorygel xtra breast implants on (B)(6), 2023. Due to the ruptured implants, a 30 minute procedural delay was reported. However, no patient consequences were reported as a result. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-08926 for the contralateral event.